Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The problem from the customer was not found in the event history log. Functional testing was performed, and the reported issue was confirmed. Error code 1660 is displayed all the time. The main board was replaced to address this issue.

Event description:
It was reported that the device showed error code 1660 indicating a watchdog reset. There was unknown patient involvement. No patient harm or adverse event was reported.